Event description:
Customer called lfs in 2002 alleging lifescan meter was reading inaccurately high. On the day of the incident customer tested blood sugar and obtained a reading of "high. Call dr. Check ketones". Customer reportedly felt fine, but customer called the doctor. He advised customer to take 10 units of humalog. Customer reportedly thought that may be too much insulin so customer took 7 units. Customer stated that soon after customer began feeling very shaky and felt that customer was going into insulin shock. Customer attempted to test on the meter and only saw the message call dr at the bottom of the screen. Customer reportedly did not see a reading or the word "high" on the top half of the display. Customer called doctor and he told customer to eat something. Customer felt better after eating. On the day that customer called, customer performed 3 consecutive tests on the profile and the readings were 596, 187 and 157mg/dl. Customer performed these tests within 5 mins, the difference of the tests was 83%. The meter has been replaced. Customer reportedly already received replacement.